Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the implant severely stretched and separated from the pusher, which is consistent with the alleged product issue. The returned microcatheter was found damaged at the distal end, which is consistent with the device causing friction while advancing/retracting the implant through the microcatheter, as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing retraction forces over specification as the coil was stuck. The instructions for use (IFU) identifies premature coil detachment asa potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant encountered some resistance during deployment out of the tip of the microcatheter. The coil was advanced and retracted multiple times, became stretched, and then detached unexpectedly. The implant was pushed into the parent vessel using the delivery pusher and implanted successfully. There was no patient injury or intervention. The product reported in this report is an exported device not cleared or approved for marketing in the u.s. The complaint is being reported based on this product meeting similar product criteria.